Event description:
It was reported that, post device changeout, when the right ventricular (rv) lead was connected to the new device, the lead exhibited intermittent t-wave oversensing (twos). The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6996sq58 lead, implanted: (B)(6) 2011; 4196-88 lead, implanted: (B)(6) 2011. (B)(4).